Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on it's own when they attempted to admit a patient. No patient harm or injury reported. The cns was monitoring multiple transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) rebooted on it's own when they attempted to admit a patient.

Manufacturer narrative:
Details of complaint: on 8030229-2020-006192020, the customer at (B)(6) reported the following issue with pu-621ra (main unit for cns-6201a); sn-(B)(6) , from patient monitoring: the device spontaneously rebooted during normal operation. Total down time was about a minute. Investigation summary: the root cause of the issue could be presumed to be a corrupt or degraded hard drive.the overall risk of this event, taking into consideration of severity and probability, is "medium". Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Additional device information: d10: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) rebooted on it's own when they attempted to admit a patient.